Manufacturer narrative:
Life-threatening and hospitalization - correction to no.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 423 mg/dl and large ketones; the cause was unknown. The customer went to the emergency room (ER) where blood work, intravenous fluids, and a ketone test was administered to address the elevated bg. The customer left the ER in fair condition and a bg of 292 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy as the issue was resolved, and the customer alleged no issues with the pump or supplies.